Event description:
Caller alleged discrepant results with the inratio 2 meter. Date: (B)(6) 2012; inratio results: 5.8, 1.8. Therapeutic range was not indicated for the patient. There was no additional information provided.

Manufacturer narrative:
Investigation pending.